Event description:
Pt with no prior history of seizure activity or epilepsy was receiving intracerebroventricular morphine for progressing carcinoma. An initial daily dosage of 0.25 mg was given, with gradual increase to 8 mg over 34 day period. The pt's pain relief was inadequate at this dosage and there was a question of whether the pump was functioning properly. A bolus dose of 5 mg/1 ml was given over a 20 minute period. Two hours later the pt suffered a focal seizure with clonic movement of the left arm and secondary generalization, followed by 2 more seizures within 50 minutes. The pt received diazepam and naloxone intravenous immediately after the first seizure, and phenytoin following the second seizure. Laboratory examination did not reveal any metabolic disturbances. An electroencephalogram performed 3 days later showed increased diffuse theta activity, but did not reveal focal abnormalities or epileptic discharges. The pt died 33 weeks after starting the intraventicular therapy as a result of his underlying illness, with no further seizures observed during that time period.